Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'nonfunctional keypad, 2nd button on top left row not working' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the nonfunctioning second key from left softkey. The keypad is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had non functional keypad, the second button on the top left row was not working. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.